Event description:
Pt was revised to address fracture of the femoral stem. Poly wear was noted intraoperatively.

Manufacturer narrative:
Examination was not possible as the devices were not returned. A complaint database search finds no other reported incidents against the known/provided prod and lot code since release for distribution. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.